Event description:
This is spontaneous report by a baxter employed nurse from (B)(4). On (B)(6) 2010, the patient developed peritonitis. The patient was not hospitalized and no laboratory tests were performed. On (B)(6) 2010, the patient began treatment with a loading dose intraperitoneal injection of amikacin, 250mg and daily injections of fortum, 1gm. The outcome and root cause of the peritonitis was unknown. Dianeal therapy was reported as ongoing.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. The product used is unknown and therefore the 510(k) # is unknown. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.